Manufacturer narrative:
Investigation: due to the gap of information, the investigation must remain incomplete. Batch history review: the device has been maintained several times, according to last our records, service was carried out on 17apr2019. Therefore, a batch history review is not applicable. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rationale: according to the quality standard, a material defect and production error can be excluded. A usage related error cannot be excluded, e.g. Due to improper handling. If further investigations are required, the product should be provided for examination. No CAPA necessary. If additional information is received a follow up report will be submitted.

Event description:
It was reported the orthopilot was faulty intraoperatively. It was reported that during a during a total knee replacement there was a fault with the orthopilot system (computer or tracking system)which seemed to indicate the wrong depth of the tibial cut- i.e. After the cut was made it was apparent that the amount of bone taken off was more than the computer indicated. The surgeon managed to compensate for this by using more cement to build up the tibia during insertion of implants. A debrief was carried out at the end of the procedure and the surgeon confirmed that he was satisfied that the knee was stable, and that there was no adverse effect for the patient. Throughout the 2 cases he had that day the machine was struggling to pick up the trackers at certain points. Experienced surgeon. The software is 5.1 and he uses gap management. It is unknown if there was a delay in the procedure. No additional intervention was required. Additional information has been requested, however, not yet received.